Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, a cause for the difficult to remove the clip from the anatomy resulting in unspecified tissue injury cannot be determined. Image resolution poor is related to patient and procedural conditions as difficulty visualizing both leaflets due to shadowing of the original clip was reported. Tissue damage is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: medical device problem code: 1212 updated to 1528.

Event description:
It was reported that on (B)(6) 2025, a patient presented with degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xt was successfully implanted and the procedure was discontinued. The final mr was grade. There were no adverse patient effects or clinically significant delays reported. On an estimated date, (B)(6) 2025, the patient returned symptomatic with recurrent mr and a follow-up transthoracic echocardiogram identified that the clip had opened to approximately 20 degrees. The mr returned to grade 4. It was reported that on (B)(6) 2025, the patient returned with grade 4 degenerative mitral regurgitation (mr) for a secondary mitraclip procedure. During the procedure, a mitraclip nt became caught in the chordae. The final mr was grade 4. There were no clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xt was successfully implanted and the procedure was discontinued. The final mr was grade. There were no adverse patient effects or clinically significant delays reported. On an estimated date, (B)(6) 2025, the patient returned symptomatic with recurrent mr and a follow-up transthoracic echocardiogram identified that the clip had opened to approximately 20 degrees. The mr returned to grade 4. It was reported that on (B)(6) 2025, the patient returned with grade 4 degenerative mitral regurgitation (mr) for a secondary mitraclip procedure. During the procedure, a mitraclip nt became caught in the chordae. The final mr was grade 4. There were no clinically significant delays reported.